Event description:
It was reported that there is an issue with the pulse measurement "freezing". There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger initially deemed this complaint to be not reportable. Upon new info, it has been determined to be reportable. Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.